Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 1 minute: 8.0 mmol/l (mobile) and 2.3 mmol/l (professional meter). Customer was treated with glucagon at an unspecified time related to these results. It is not known if treatment occurred prior to or after these results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.